Event description:
The lay user/patient called lifescan (lfs) in 2008 and alleged that her one touch ultra2 meter was set to incorrect language. The medical affairs specialist listened to the recorded call and verified the following info, as the pt could not be reached by phone to obtain additional info. The pt was unable to recall when she first noticed that the meter is set to incorrect language. The pt alleged to feeling blurry vision at one point due to the reported issue. The pt was unable to recall when did she experience blurry vision. Her husband took her to the emergency room. She was treated with insulin at the ER. It would have been helpful to know the exact date and time when the meter first set to incorrect language and when did the pt experience the symptom, her diabetes medication regimen, any blood glucose readings taken while experiencing symptoms, and if she had to make any changes in her diabetes medication or diet due to the issue. The customer service agent (csa) was able to resolve the issue by training. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt alleged of experiencing blurry vision due to the reported issue and was treated with insulin at the ER. Blurry vision is a symptom that can be associated with hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet rec'd it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.